Event description:
It was reported intraoperatively that the right atrial (ra) lead exhibited poor measurements. Postoperatively, the ra lead demonstrated increased thresholds, and effective pacing could not be achieved. Repositioning of the ra lead was attempted, but pacing could not be obtained at multiple sites. A different ra lead was attempted; however, pacing was still unsuccessful. The original ra lead was ultimately repositioned, and the second lead was not implanted. The ra lead thresholds remained elevated. Additionally, the right ventricular (rv) left bundle branch (lbb) lead exhibited high thresholds and was subsequently replaced. The ra lead was reprogrammed to vvi mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was capped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.